Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding. Customer stated that if he presses the act button, it will go to the main menu but buttons do not respond after that. The customer did not recall any significant events leading to the keypad issue. Customer had high blood glucose of 428 mg/dl; he would be treating with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.